Manufacturer narrative:
The reported complaint of false bradycardia episodes was confirmed. Based on the information provided, the root cause of these false episodes were due to r wave undersensing at device programmed max sensitivity level. The device was performing as designed based on programming.

Event description:
New information noted that the insertable cardiac monitor (icm) exhibited noise over-sensing. Programming changes were made. The patient was in stable condition.

Event description:
New information noted that the insertable cardiac monitor (icm) exhibited an unspecified over-sensing. No intervention was performed.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) exhibited occasion under-sensing of r waves. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.